Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (3) ar-3636 knotless fibertak failed. With the first fibertak, the surgeon prepped the bone with a 1.8 mm flexible drill. When the anchor was inserted, the white and black sliding suture broke. After re-drilling the bone, a second ar-3636 knotless fibertak was inserted, but the blue repair suture was damaged. The surgeon attempted to use another fibertak in the same bone socket, but it pulled out of the implantation site. Finally, a new bone socket was created using a 1.9 mm flexible drill and an ar-3636 knotless fibertak was implanted successfully to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information requested. Additional information provided (B)(6) 2023: the procedure performed was a labral repair. The second fibertak was frayed. All (3) fibertaks were removed and a 4th ar-3636 was used to complete the case. No images or video were taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.